Event description:
The reporter contacted animas on(B)(6) 2012, stating the ok button was not working properly. No further information was available. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):there was no damage found to the keypad. Evaluation revealed that the contrast, up/down arrow keypad buttons were intermittently responsive and required multiple button presses to elicit a response. The ok keypad button responded to button presses as expected. There was evidence of contamination found under the key contacts. The bolus button cover and plug was also found to be detached from the pump exposing the internal contact. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.